Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise which was being over sensed. The rv lead was oversensing noise from a presumed fracture. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition.